Manufacturer narrative:
The impella device was received from the customer on 08-may-2024. Data review: after reviewing the imc logs, the issue with the user getting stuck at the ¿click purge disc, then close purge door¿ prompt was confirmed. There were numerous purge disc not detected alarms (event set #402) and complete the procedure (user interaction stopped) alarms found after pc_display_purge_disc_help_screen in the logs. Device analysis: console was tested in collaboration with field service. Clinical staff reported that a please connect purge housing screen was displayed but it is likely that they meant the ¿click purge disc, then close purge door¿ prompt. After examination of the console, it was discovered that the purge disc flag was broken (missing at blue retainer). This broken purge flag is what caused the user to get stuck on the please insert the purge disc prompt because it was unable to detect that the purge disc was inserted. Before sending this console back to the customer, field service was instructed to replace the purge disc detect flag [3001198] and purge flag spring [3001196], validate sensor accuracy via section 12 of pm procedure [0042-7309], and perform a full functional check on the console and optical system [0042-7316].

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that an impella controller generated an error "please connect purge cassette". The purge cassette was replaced to troubleshoot, but the issue was resolved upon replacement of the controller. No harm to the patient was reported.